Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patients' attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).